Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('her doctor told her it would take at least 18 months for the nickel to leave her body.') In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and teeth brittle ("teeth crumbling"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the allergy to metals outcome was unknown and the teeth brittle had not resolved. The reporter considered allergy to metals and teeth brittle to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: this case become serious incident. Social media received. Reporter's information added. Event: teeth crumbling were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure coil. Extending into the myometrial wall') and allergy to metals ('her doctor told her it would take at least 18 months for the nickel to leave her body.') In an adult female patient who had essure (batch no. 774377) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required) and teeth brittle ("teeth crumbling"). The patient was treated with surgery (robotic hysterectomy. Bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device and allergy to metals outcome was unknown and the teeth brittle had not resolved. The reporter considered allergy to metals, embedded device and teeth brittle to be related to essure. Lot number: 774377 manufacturing date: 2010-08 expiration date: 2013-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('her doctor told her it would take at least 18 months for the nickel to leave her body.') In an adult female patient who had essure (batch no. 774377) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and teeth brittle ("teeth crumbling"). The patient was treated with surgery (robotic hysterectomy. Bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the allergy to metals outcome was unknown and the teeth brittle had not resolved. The reporter considered allergy to metals and teeth brittle to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter information ,patient¿s date of birth was added. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure coil. Extending into the myometrial wall') and allergy to metals ('her doctor told her it would take at least 18 months for the nickel to leave her body.') In an adult female patient who had essure (batch no. 774377) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required) and teeth brittle ("teeth crumbling"). The patient was treated with surgery (robotic hysterectomy. Bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device and allergy to metals outcome was unknown and the teeth brittle had not resolved. The reporter considered allergy to metals, embedded device and teeth brittle to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: event "left essure coil. Extending into the myometrial wall" added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.